Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), a stent retriever, and a guidewire. During the procedure, the physician completed one pass in the target vessel using the red62 and velocity. During the second and final pass, while retracting the velocity, the physician noticed under fluoroscopy that the velocity fractured at the distal end but was still connected by the coil winds of the catheter. Therefore, the velocity was removed. The procedure was completed after the second pass with successful recanalization. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity revealed a mid-shaft fracture. This damage is likely the reported fracture at the distal end. If the velocity is forcefully mishandled at an extreme angle during retraction, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed additional fractures on the proximal shaft. This damage was likely incidental to the complaint and may have occurred during packaging for device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.